Event description:
No additional information.

Manufacturer narrative:
Investigation results: received three photos and one catheter assembly of a 22x1.00in insyte autoguard device from lot 3207432 for the investigation of this complaint. The customer¿s photos show a unit that appears to be the physical unit received. A gross visual inspection of the returned sample confirms that the catheter has a damage on its wall. The observed damage is similar to a spear through as well as a skived unit. The catheter wall has both the v-shape defect known as spear though as well as a damage on the interior wall known as skiving at about mid-way on the tubing. Per the customer¿s verbatim, the defect was found prior to use, and they therefore proceeded by returning the unit for investigation. The observed defect could originate as a part of the manufacturing process as indicated by the peura review: typically, in zone 5 due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this type of defects. As the device has been opened, there is a possibility for the defect to originate due to improper use either during tip adhesion break or during a venipuncture attempt. However, the device has no evidence of venipuncture and given the location of the damage, about midway on the tubing, tip adhesion break is unlikely to result to a damage at this location. In addition, the customer stated that the defect was observed upon removal from the package thus it is unlikely that the defect occurred in the clinical environment. Thus, the root cause of this defect was likely manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. The appropriate manufacturing personnel were notified of this complaint. Investigation conclusion(s): the defect of needle through catheter was confirmed. Probable root cause conclusion(s): manufacturing.

Event description:
It was reported that a bd insyte autoguard winged bl 22ga x 1.0in needle pierced through the catheter. The following information was provided by the initial reporter, translated from japanese to english: when the customer removed the cap and looked at the tip to make a puncture, he/she saw that the needle had pierced the catheter. When they tried to report it and put it away, they accidentally pressed the button and the needle retracted. So, they discard the needle and keep the catheter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.